Event description:
The field engineer reported that the system displayed intermittent error messages and symptoms indicative of a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply and kv controller circuit board were replaced. The system was then found to be operating as intended.